Event description:
During the use of the device for a surgical procedure, the user reported the heater cooler was not cooling as fast as expected. The heater cooler required additional ice from outside the operating room in order to maintain 20 degrees celsius. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.